Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Dealer states they were able to disengage the motors to get end user off the bus and the joystick worked intermittently, would not calibrate or drive the chair.